Event description:
It was reported that the patient presented to the ER after receiving a patient notifier for non-sustained rv oversensing. Review of egms revealed intermittent oversensing of the sosd during a capacitor maintenance. It was noted that the patient was in svt during the episode. No programming changes were made, and no oversensing has been seen since.